Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels around and below 50 mg/dl. Customer consumed glucose tablets and carbohydrates to address bg's. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.